Event description:
Mother reported home pt (hp) uses the pac-xtra device and the following event was reported. The pt line of the disposable set had not been priming all the way and on friday, hp treatment was initiated and around 11:30 pm hp starting crying and parents suspected peritonitis. Healthcare professional (hcp) was contacted and the mother was instructed to obtain a sample of the effluent and meet hcp and nephrologist at the emergency room. The effluent culture was negative. Nephrologist was ambulating hp and noticed the discomfort seemed to ease up slightly. Discomfort was reported by hp as being in the side of the rib cage, around the waist line and some shoulder pain. Nephrologist ordered an abdominal x-ray and the x-ray confirmed a dark band below the diaphragm, resulting in a diagnosis of an air pocket. Mother stated physician stated the air would dissipate over time. Mother stated there was no medical intervention and no pt injury resulting from this event. As of 3 weeks later, mother of hp stated they are making sure the pt line is completely primed. If the pt line is not primed all the way, they are turning the device off/on and going through the auto prime sequence again.